Manufacturer narrative:
The t: slim user guide states: do be prepared to inject insulin with an alternative method if delivery is interrupted for any reason. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ran out of insulin. The customer's blood glucose (bg) level was elevated; no exact bg value was provided. The customer would perform no action to address the bg level and stated they would contact their healthcare provider for alternate insulin therapy. A follow-up call was declined by the customer.